Manufacturer narrative:
The co rep observed that the auto fill luer fitting was loose. He tightened the fitting, the iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that during their routine check of the iabp, the iabp safety disk leak test failed. No patient was involved.